Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or otherwise damaged. The crimped diameter of the stent complies with the specification. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the event description provided, the most probable root cause for the reported event is related to the patients anatomy (i.e., calcified target lesion).

Event description:
The orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion with 90 percent stenosis degree in a proximal moderately tortuous part of a vessel. The calcification could not be crossed with the device.

Manufacturer narrative:
Combination product: yes.